Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser power was low during a laser procedure. The surgeon attempted to increase the laser power and the system shut itself down. The aiming beam was also reported to be unfocused. The procedure was not completed.

Manufacturer narrative:
The system was examined and the reported event was replicated. The laser core module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 19, 2011. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed to a nonconforming laser core module. However, how or when the laser core became nonconforming cannot be determined conclusively. (B)(4).